Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat cystocele, rectocele urethral hypermobility and vaginal vault prolapse on (B)(6) 2010 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior and posterior colporrhaphy, and insertion of sis graft due to weakened pubovaginal fascia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/29/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.